Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Wear and tear of the device or over-torquing could have resulted in tip shearing, however, since the device was discarded at the user facility the root cause of the failure cannot be determined.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a driver tip broke inside the screw head. The driver tip remains in the patient. Surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a driver tip broke inside the screw head. The driver tip remains in the patient. Surgery took place (B)(6) 2017.